Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the infusion of the diet, the set showed a rupture in the region where it is placed in the pump pulley. There was no patient harm. Additional information provided on march 23, 2021 stated that the tube came loose and separated into two parts. The issue caused the feeding set to leak.